Manufacturer narrative:
Suspect medical device lot #, corrected data: the initial report inadvertently did not report this information. Device manufacture date, corrected data: the initial report inadvertently did not report this information.

Event description:
It was reported that device diagnostics resulted in high impedance. The generator was programmed off and the patient was referred for surgery. The lead were replaced due to the high impedance and the generator was replaced due to compatibility with the new lead. It was reported that the explanting facility does not return explanted devices; therefore, no product analysis can be performed. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, bit did not cause or contribute to a death or serious injury.